Manufacturer narrative:
After battery installation, device powered up with a beeping, flashing white display. After further review, there was corrosion on some of the pins of the lcd connector located on electrical board. Unable to perform the displacement, sleep current measurement, active current measurement, and self tests due to the display anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and the screen went blank. There was fluid in the battery compartment. No harm requiring medical intervention was reported. The device will be returned for analysis.